Event description:
Ihc instrument malfunction. Intermittent failure to dispense antibody onto tissues (slides). Antibody ER (1d5) dispensed appropriately onto control. However, antibody failed to dispense onto pt's tissue. Control performed as expected and pt appeared to be ER (1d5)-negative. Upon case review, pathologist ordered test repeated which was positive. Dako determined faulty programming of dispensing volume to be root cause of false negative. Volumes were programmed that were inconsistently below dako's minimum volume requirements.